Event description:
The customer reported that the device would not recognize pads during a cardiac arrest. No adverse pt impact was reported.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.